Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurements were within specifications. No unexpected pump error 4, pump error 15 or pump error 53 were noted on the formatted history file. No unexpected failed battery alarms were noted. The pump was received with a cracked keypad overlay at the select button, a scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed pump error 4, pump error 15, pump error 53, and failed battery test. Customer's blood glucose level was 7.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.